Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg level via correction injection via manual dose injection.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.